Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal to mid left anterior descending. The 2.25 x 15mm quantum apex mr 15mm x 2.25mm was inflated to 10 atms once and ruptured on the 1st inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal to mid left anterior descending. The 2.25 x 15mm quantum apex mr 15mm x 2.25mm was inflated to 10atms once and ruptured on the 1st inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 60's. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast visible in the inflation lumen and blood in the guidewire lumen. Microscopic examination of the balloon and catheter did not reveal any tears or damage. Inspection of the remainder of the device revealed no other damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported balloon burst was not confirmed. (B)(4).